Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device switching on automatically.

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat¿ from heartsine technologies on the 7th october 2013. The device was returned for switching on automatically. Information from the history log shows multiple manual power ups mainly of ten minute duration recorded between (B)(6) 2018. The device performed to specification throughout testing at heartsine, however, upon visual inspection of the returned membrane, corrosion was found within the membrane ribbon tail. The device was temperature cycled between 0-50°c for 48 hours while performing a self-test every 20 minutes. No fault was observed. The device was further stressed by placing the device in a humidity chamber set at 50°c 95%rh for 48 hours while performing a self-test every 20 minutes. This testing equates to approximately 5.5 years of self-tests under stress. Despite the device not switching on automatically while at heartsine, and given that no other fault could be found with the returned device, it is concluded these ten minute manual power ups were due to the corrosion within the membrane ribbon tail. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.